Event description:
Customer reported device = 447 mg/dl at 11:20 am. Customer was feeling "funny with blurred vision". Customer decided to go to the emergency room (ER). ER results = 102 at 11:55 am. No treatment was received. No controls used. A request was made for return product and replacement product was sent.